Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead warning alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and low impedances on the low voltage portion of the lead, high and intermittent thresholds, high short interval counts (sic), non-sustained ventricular tachycardia episodes and noise due to a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.